Event description:
The finger clip is broken. The rubber finger protector is separated from the hard, blue backing exposing the metal springs and the wires. These are new and the third one that has malfunctioned. None of them have been in use for more than 3 weeks.